Event description:
As reported by the (B)(4) registry, the patient expired approximately ten months after the index procedure. The target lesion was located in the ostium of the right internal carotid artery (ica) and was previously treated with carotid endarterectomy. The lesion was described as 80% stenosed, 10mm in length, with no calcification. The reference vessel was non-tortuous and 5mm in diameter. The lesion was pre-dilated and a 6mm angioguard rx was deployed past the target lesion. An 8x30mm precise pro rx stent was successfully implanted. The angioguard rx was removed with no debris noted in the basket. The patient left the angiography suite with no neurological deficit. Approximately ten months after the index procedure, the patient expired. The cause of death was unknown. The patient's primary physician did not have a death certificate. When the site called for the patient's final appointment, someone answered the phone and said the patient died. According to the investigator, the death was not related to cordis product or the index procedure.

Manufacturer narrative:
The product is not available for evaluation. Concomitant devices include a 6mm angioguard rx. The evaluation codes have been included. As reported by the (B)(4) registry, the patient expired approximately ten months after the index procedure. The target lesion was located in the ostium of the right internal carotid artery (ica) and was previously treated with carotid endarterectomy. The lesion was described as 80% stenosed, 10mm in length, with no calcification. The reference vessel was non-tortuous and 5mm in diameter. The lesion was pre-dilated and a 6mm angioguard rx was deployed past the target lesion. A precise pro stent was successfully implanted. The angioguard was removed with no debris noted in the basket. The patient left the angiography suite with no neurological deficit. Approximately ten months after the index procedure, the patient expired. The cause of death was unknown. According to the investigator, the death was not related to cordis product or the index procedure. The patient's medical history includes previous right carotid endarterectomy, hyperlipidemia, coronary artery disease, myocardial infarction, and hypertension. A review of the manufacturing documentation associated with this lot presented no issues during the manufacturing process that can be related to the reported complaint. Review of lot 13390453 revealed no anomalies during the manufacturing and inspection processes that can be associated with the reported complaint. No units were rejected during the final assembly of this lot. No other issues were noted that were considered potentially related to the reported complaint. No nonconformance records were issued for this lot. No excursions were found for lot 13390453. A DHR review was requested to nitinol devices & components (ndc), for part number: 23543 and stent lot numbers 114696, 114697, 114500 and 114694; and the results indicate that the stent shipped met specified release requirements. Based on the lack of information and the inability to assign or determine root cause, no corrective actions will be taken at this time. With the limited amount of information available, it is not possible to draw a clinical conclusion between the device and the event.